Event description:
The customer obtained repeated falsely high troponin I results on a plasma sample from one pt. The sample was then tested using heterophine blocking tubes, and the result was negative. Elevated resultes of this magnitude might initiate a cardic catherization. There was no report of pt harm as a result of this event.